Event description:
Provider used conmed mini endo pocket specimen retrieval bag (ref # (B)(4), lot # 6252306111, size 3"x4" to pull out the specimen through a laparoscopic trocar port size 5. Upon removal of the bag, the bag broke leaving specimen in the patient. The provider upsized her trocar port to a size 8 from a size 5. She obtained another specimen bag, but the specimen bag pre-deployed before being able to go into the trocar port. The provider asked for another bag but bigger, provider made aware that she would be unable to use without upsizing the trocar port again. Provider decided to just keep the same size specimen bag. The bag broke again as she was pulling it through the trocar site. Provider then had to pull the specimen out piece by piece through the trocar port.